Event description:
It was reported that the patient was unable to enter MRI mode and received the message "MRI is not advised. There may be a problem with the implanted lead(s)." Troubleshooting took place but was unsuccessful. The patient was still receiving effective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.